Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating during set up of the device, it was observed that the device alarms machine and proximal pressure sensors failed alarm on screen at start up, no patient involvement, in biomed the complaint is duplicated and error 1007 is noted in the event log, the da pcba was replaced but the problem persists, requests troubleshooting. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer to try replacing the da-mc cable first then the pm printed circuit board assembly (pcba) if problem persists, if still not working replace the motor controller pcba, provided part ID for the cable, da pcba to mc pcba (2nd generation). It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.